Manufacturer narrative:
It was reported that a patient underwent a pvi procedure with a pentaray nav high-density mapping eco catheter. Irrigation port occluded intra op. Tried to flush the catheter with a syringe, but remained occluded. No further action was taken as the procedure was almost completed. No patient consequence. The bwi product analysis lab received the device for evaluation on 10-mar-2024. The device evaluation was completed on 13-mar-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvi procedure with a pentaray nav high-density mapping eco catheter and an irrigation issue occurred during the procedure. Irrigation port occluded intra op. Tried to flush the catheter with a syringe, but remained occluded. No further action was taken as the procedure was almost completed. The procedure was prolonged by 3 minutes. No patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
E1: initial reporter phone: (B)(6) . Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31162144l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).